Event description:
It was reported that the customer received a finish loading alarm, followed by a check settings alarm on the insulin pump. The customer had also experienced a low blood glucose of 56 mg/dl. She drank juice. During troubleshooting, the insulin pump failed the displacement test. The customer also received no delivery alarms. During troubleshooting, no anomalies were found, insulin exited tubing during priming, and it was explained to the customer that the alarm may have resulted from a site occlusion. Her blood glucose at the time was 188 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm or delivery anomaly was noted. No check settings alarm was noted during testing. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.